Manufacturer narrative:
Further information was requested, but not received. A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported, that the patient presented to the hospital with an infection. And vegetation on left ventricle lead. The physician explanted the system pacemaker, right atrial lead and left ventricle lead. The system was replaced with a leadless pacemaker. The patient was in stable condition throughout the procedure.